Manufacturer narrative:
(B)(4). The investigation was completed on 08/06/2015. Customer returns and retain product was tested and are functioning according to specification.

Event description:
N/a

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 0.57 on a (B)(6) female patient. There was no additional patient information at the time of this report. Customer is not returning product for investigation. (B)(6). There are no injuries associated with this event. The investigation is underway.